Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 411mg/dl. The customer experienced vomiting, high ketones, and dehydration. Troubleshooting was performed. The time, date, and settings were correct. Assisted the caller to run a manual prime test and the insulin did exit. Performed the high pressure test and passed. Instructed the customer to remove the cannula and it was not bent or occluded. Instructed the mother to change the entire infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.